Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2016 with the following findings: no defect was found. Testing unable to duplicate the complaint. The last basal delivery was on (B)(6) 2016. The last bolus delivery was a 6.9u bolus on (B)(6) 2016 08:59. The black box shows a replace cartridge alarm on (B)(6) 2016 17:42; deliveries resumed at 21:57. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately no delivery interruptions or alarms occurred during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the patient was having difficulties with the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.